Event description:
Port accessed with huber need for administration of rocephin. After 10 min family member noticed line was leaking. Nurse noted crack at connection site, line flushed prior to med with no leaking. Line clamped. Needle removed and port reaccessed with new needle.